Event description:
It was reported that the fluid warmer was leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
One device was returned to investigation with a cracked tank cover and enclosure, rusty heater, noisy pump, corroded drain fitting, and broken pole clamp. Functional tests were performed and found that the device was leaking rapidly from the tank cover and enclosure; confirming the reported complaint. The cracked tank and enclosure was caused due to physical damage. Once the float switch, pump, enclosure, tank cover, heater, plate clip, and pole clamp were replaced the device passed all functional tests. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.